Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient and her spouse reported that the patient programmer was unable to sync or increase stimulation and the patient wanted the "stimulator tightened." The event started on (B)(6) 2015. The spouse was unsure what screen had appeared or if syncing had been attempted correctly. It may have shown the screen to turn the implantable neurostimulator (ins) on, but they were unsure. The patient was getting the poor communication screen with and without the antenna, the programmer was not working, and it would not interrogate. The patient's indication for use was noted as gastrointestinal/pelvic floor and she was implanted to help with colitis. Her colitis symptoms had gotten worse, were returning in (B)(6) 2015, and her rectum was falling over the past two months. A new patient programmer and antenna were sent to the patient, and they were still getting poor communication. The patient and her spouse didn't know or remember where the implant was located and they felt it above the scar. The patient had lost weight and she and her spouse felt something above and below the scar. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) and consumer reported that the cause of the poor communication and return of colitis symptoms was determined to be that the battery migrated from heavy lifting in 2014. The patient was supposed to have it repositioned, but never returned. The patient got their replacement programmer, but they were still getting the same error and it wasn't working. The patient had an appointment with their health care provider (hcp) and the hcp told them it may be due to the programming and redirected them to their manufacturer representative. The patient had been in contact with the manufacturer representative and they were supposed to come out to the patient's home to reprogram the patient on (B)(6) 2016, but at the last minute told the patient they couldn't the patient's rectum was hanging out and they weren't feeling good since (B)(6) 2015. The patient was scheduled to be seen in their hcp's office on (B)(6) 2016.